Manufacturer narrative:
The investigation for the reported hemolysis issue has been completed. Data logs were reviewed which revealed the pump was in improper position then back to proper position corresponding with pump reposition per clinical description. Product was not returned for review. Based on clinical description and data analysis, the root cause of hemolysis was most likely due to pump was not in the proper position.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 59-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient¿s labs were hemolyzing. Patient given 500ml of albumin to treat the condition and the hemolysis was reported to be resolving. Support was maintained with the implanted pump.